Event description:
A malfunction was reported on a pump, identified as "malf 9" due to a momentary motor skip, which is typically caused by a high force impact like dropping the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in performing the reset, after which the malfunction did not recur. The customer was informed to continue using the pump and to reach out if any issues reoccur.